Event description:
Tibial insert would not seat properly into the base plate. Product rep present during total knee replacement. Product rep took components for follow-up evaluation by MFR. 2nd total knee tibial used with no problem.